Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2019 via bha by using tri-lock. It was reported that the removal surgery was performed on (B)(6) 2019 by explanting the bipolar cup (p/n: 856742), the stem (p/n: 101204005), the head (p/n: 136513000) due to postoperative infection. The surgery was completed without a surgical delay. No further information is available.